Manufacturer narrative:
Initial 2 of 6. Based on the available information, this event is deemed to be a serious injury complaint. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient had experienced high blood glucose level event on 05 jun 2026. The patient was treated with correction insulin injection and the glucose level was high for more than three hours.